Event description:
Device 1 of 2. Reference MFR. Report #1627487-2014-25575. It was reported the patient is not receiving stimulation form one of his leads due to auto-reducing. Lead diagnostics identified high impedance measurements. Reprogramming did not provide resolution. In turn, the patient will have x-rays taken. Both patient leads are being reported sine it is unknown which lead has high impedances.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.